Event description:
Patient reported right side breast "enlarged in the past year or so and felt strange and felt like ¿being in puberty again¿. Patient then stated they had an MRI which identified "a rupture." Patient also stated they think they have alcl. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.